Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the breast area. Patient reports there was blood on the garment. There was no alleged device malfunction contributing to the irritation. Patient reported that hospital staff applied a calamine lotion to the rash. Follow up indicated that the lotion is helping with the skin irritation.